Event description:
Caller reported damage to tandem charging cable. There was no adverse impact to the customer¿s blood glucose level. Customer service decided to replace the damaged charging supplies and arranged for a replacement via 2-day shipping.